Event description:
It was reported that the patient had multiple small tears the black power lead with one larger tear showing exposed wiring inside the power lead. The patient did not remember any specific moment when the damage occurred. The patient had a controller exchange in clinic. The patient was not having any alarms prior to the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of damage to the power cables was confirmed with the evaluation of the returned system controller serial number (B)(6) (backup battery serial number (B)(6). Visual inspection of the returned system controller serial number: (B)(6). Revealed cuts in the black power cable insulation jacket that exposed the underlying teflon insulation tape, which wraps around the shield wire. The damage to the power cable insulation jacket did not affect the controller's functionality. The controller was tested with a test power module/system monitor and a mock circulatory loop. The controller operated the pump at the set speed without any issues or atypical alarms, including when the power cables were manipulated by hand. No damage to the inner wires was observed. The log file downloaded from the returned controller contained approximately 10 days (B)(6) 2022 ¿ (B)(6) 2022 and (B)(6) 2022 per timestamp). The events on (B)(6) 2022 occurred during abbott lab preliminary testing of the returned system controller. The log file recorded that the system operated with routine power cable disconnect/low voltage advisory alarms associated with power exchanges. The driveline was disconnected on (B)(6) 2022 at 12:52 for a system controller exchange. The pump maintained a speed above the low speed limit while the driveline was connected. Although the root cause of the damage could not be conclusively determined, it appeared to be a result of wear and tear. The device history records were reviewed for the system controller serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 system controller serial number (B)(6) was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.